Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The initial reporter also notified the FDA on 5 january, 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d had air bubbles and blood backflow. The following information was provided by the initial reporter: material no: 10942011. Batch no: 20066548. It was reported that air bubbles were observed in the ivs between the pump and filter, while antibiotics were running in a baby's PICC line. It was reported that there have been issues with the line backing up blood in the last few days. Verbatim: "PICC line m baby for antibiotics running 2ml/hr maintenance fluid to keep central line open. Between pump and filter, air bubbles seen always and needing to tap the bubbles up towards pump. Noticed bubbles each time checked IV. There have been issues with the line backing up blood in the last few days. No issues today. I was given new IV tubing to use tonight for regular IV tubing change."